Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt experienced continuous stimulation and painful stimulation following a lead revision surgery. This led to the generator being programmed off. Good faith attempts for add'l info have been unsuccessful to date.